Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08710 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No missing segments/partial display noted. The test battery was removed and reinserted with no failed battery test alarm noted. Device was monitored for 2 days. No unexpected charge/battery anomaly, low battery alarm, unexpected off no power alarm or display anomaly/rainbow display anomaly noted. No drive/motor anomaly, unexpected motor noise anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. All buttons function properly. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device had a minor scratched display window. No damage noted on the original battery cap. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive buttons. The customer stated insulin pump had rejected new batteries and battery life decreased from first day along with rainbow effect on screen with scratches on screen. The customer stated insulin pump was slower to rewind and louder to rewind with buttons not responsive the first time, had to apply pressure to get it to go. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.